Manufacturer narrative:
Date is estimated; month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the reason for the call was that the patient's therapy was working well, but all of a sudden within the last week, it stopped working as well. They stated one number was not enough, but if they increased stimulation, the next number was too high. It was inquired if the patient had any recent trauma to the implant site or falls, and the patient stated they were in the hospital with a "severe [urinary tract infection] uti," (no allegation related to device/therapy). A therapy overview regarding changing programs was reviewed, and the patient changed from program 7 to program 6 at 1.6 volts and confirmed they were feeling stimulation. They planned to monitor their symptoms now that a change was made and would follow up with their healthcare provider if they were not seeing an improvement. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.